Manufacturer narrative:
Medical device: 5072-52 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead experienced a slow increase in impedance and threshold over the past year to a high impedance and threshold level. The lead was reprogrammed from biploar to unipolar settings. The rv lead remains in use. No patient complications have been reported as a result of this event.